Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 536mg/dl. It was stated that the customer had renal insufficiency and uncontrolled diabetes. The customer stated that the event leading to his admission was vomiting. The customer was experiencing high glucose for the past few days. The customer's most recent glucose reading was 167mg/dl, and he has treated with manual injections while staying at the hospital. Troubleshooting was performed. Ran a fixed and high pressure test and the test passed. No further info was provided.